Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the customer called the technical support engineer (tse) and stated that the patient clearance button on the universal side manipulator (usm) arm 2 was not working. They reported that when the patient clearance button was depressed, the usm arm did not move. The reporter explained that the patient clearance button made a sound, but did not move. The tse explained that the usm arm would need to be adjusted away from the hard stop. Then the reporter explained that they were unable to move the usm arm at the time. The usm arm was adjusted multiple times, but the reporter explained they could not rotate the usm arm. The or staff explained that they were proceeding with the procedure under this condition. The procedure was continued with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. Therefore, they replaced the usm arm. After replacement, the system was tested and verified as ready for use. The usm arm was received for evaluation; however, failure analysis is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received.

Manufacturer narrative:
The universal surgeon manipulator (usm) was analyzed, and the reported failure was confirmed and replicated. The usm was tested on an in-house system and passed in normal mode. The usm was also tested on a patient side cart fixture test platform (pftp) and passed in-house tests, but failed the insertion buttons test. After further investigation on the insertion, fluid intrusion was found affecting the toggle switch assembly.

Event description:
Refer to h10/h11 for follow-up information.